Manufacturer narrative:
Final device analysis - there were 4 pinhole leaks in the balloon that resembled needle holes. The rating for the balloon was undetermined. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a tmx 2.5 catheter had a balloon that deflated during the procedure. The treatment was terminated. No pt injury was reported. Pt info and event details were not provided.